Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019. It was reported that the patient experienced severe and chronic pain, inflammation, dense adhesion and mesh detachment. The patient had a previous mesh implanted on (B)(6) 2012 which is captured in separate file. No additional information was provided.